Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('upon a second look, a portion was still in place.'), embedded device ('there was part of an essure device (approximately 2 coils) seen embeded in the myometrium of the posterior wall of the uterus.') And pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included grand multiparity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("posterior wall of uterus (myometrium) and migration of he other essure implant to left uterine wall."), menorrhagia ("heavy menstrual bleeding"), rash ("excessive rashes"), discomfort ("discomfort"), arthralgia ("joint pain") and alopecia ("excessive hair loss") and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with partial essure implant removal). Essure was removed on(B)(6) 2016. At the time of the report, the device breakage, embedded device, pelvic pain, device expulsion, pregnancy with contraceptive device, menorrhagia, rash, discomfort, arthralgia and alopecia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered alopecia, arthralgia, device breakage, device expulsion, discomfort, embedded device, menorrhagia, pelvic pain and rash to be related to essure. The reporter commented: discrepancy noted - insertion date in this followup is (B)(6) 2011 and previous insertion date was (B)(6) 2012. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Most recent follow-up information incorporated above includes: on 9-mar-2021: medical record received. Events added: 'upon a second look, a portion was still in place', t'here was part of an essure device (approximately 2 coils) seen embeded in the myometrium, posterior wall of uterus (myometrium)' and 'migration of the other essure implant to left uterine wall'. Reporters information and medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('upon a second look, a portion was still in place.'), embedded device ('there was part of an essure device (approximately 2 coils) seen embeded in the myometrium of the posterior wall of the uterus.') And pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included grand multiparity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("posterior wall of uterus (myometrium) and migration of he other essure implant to left uterine wall."), menorrhagia ("heavy menstrual bleeding"), rash ("excessive rashes"), pelvic discomfort ("discomfort"), arthralgia ("joint pain") and alopecia ("excessive hair loss") and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with partial essure implant removal). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, pelvic pain, device expulsion, pregnancy with contraceptive device, menorrhagia, rash, pelvic discomfort, arthralgia and alopecia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered alopecia, arthralgia, device breakage, device expulsion, embedded device, menorrhagia, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and rash to be related to essure. The reporter commented: discrepancy noted - insertion date in this followup is (B)(6) 2011 and previous insertion date was (B)(6) 2012. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), arthralgia ("joint pain"), rash ("excessive rashes") and alopecia ("excessive hair loss") and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, discomfort, menorrhagia, arthralgia, rash and alopecia outcome was unknown. Pregnancy related information: prospective report. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6). Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered alopecia, arthralgia, discomfort, menorrhagia, pelvic pain and rash to be related to essure. The reporter commented: discrepancy noted - insertion date in this followup is (B)(6) 2011 and previous insertion date was (B)(6) 2012. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Most recent follow-up information incorporated above includes: on 4-jun-2020: pif received: case become serious incident, essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.